Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8015 pcu was affected by keypad recall. It was also reported pcu would not turn on after app flash, multiple outlets and power cords used to troubleshoot. There was no reported patient involvement.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: annex a: a26 annex g: g07002 annex b: b17. Annex c: c20. Annex d: d15.

Event description:
It was reported that an 8015 pcu was affected by keypad recall. It was also reported pcu would not turn on after app flash, multiple outlets and power cords used to troubleshoot. There was no reported patient involvement.